Manufacturer narrative:
Correction: the date device returned to manufacturer was entered as 11/29/2017 in the initial report. This has been corrected to 11/21/2017.

Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the trigger was jammed, heavy moving and blocked on the small battery drive device. It was noted that the coupling head was jammed on the device. It was further determined that the device failed pretest for check the triggers and electronic control unit function and check the attachment coupling. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.